Event description:
In 2008, the lay user/ patient contacted lifescan (lfs) alleging the one touch ultra link meter was giving the error 1 error message. The pt noted this was an out-of-box failure; the meter was a new product. The pt experienced no symptoms of high or low blood glucose levels, and did not seek any medical attention. The meter was replaced. The pt did not suffer any injury due to the reported meter. The pt experienced no symptoms and denied seeking medical attention. However, as the meter was displaying the error 1 error message out-of-box, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet rec'd them. If either the meter or test strips are returned, lifescan will evaluate them.